Event description:
Infant's peripherally inserted central catheter (PICC) was leaking for unknown amount of time. Received order to try an over and under PICC to remove initial PICC. PICC dressing removed infant cleaned and draped under sterile conditions. PICC line cut right below heart. Introducer guided through skin and began to pull PICC line out. PICC line snapped and was at insertion site. PICC pulled out easily and introducer again placed over PICC line and began to pull remainder of PICC. PICC snapped again and total of 8 cm obtained. 10cm was where PICC line was cut. Pressure immediately applied to armpit and above site.